Event description:
Customer reported that pump was giving false no delivery alarms and no prime alarms, which resulted in unnecessary priming and interrupted insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer opted out of troubleshooting and requested documentation for insurance purposes; no further action was taken.